Event description:
It was reported that the patient suffering from breast cancer was inserted with a PICC on (B)(6) with the help of ultrasound, after that, she did regular chemotherapy through our PICC line in the hospital. On the morning of (B)(6), when she got up, she found the catheter was missing and doctors and nurses suspected whether it slipped into body. After carefully exam and with the help of (B)(6), the catheter was finally picked out and it shows that it was broken at 2cm.

Manufacturer narrative:
The complaint of a split in the tubing was confirmed and appears to be use related. The catheter was returned in two segments with a complete split at the 2cm depth marking. The proximal catheter segment was 3.3" long while the distal segment was 8.2." Both catheter segments were patent to infusion. No leaks were detected when the segments were hydraulically pressurized, indicating that there were no additional breaches in the catheter tubing. Microscopic examination of the adjoining edges of the catheter revealed a varied veneer. Approximately half of the split edges contained a semi-glossy veneer, a flat surface, and regular striations. These characteristics are indicative of a cut with a sharp instrument. The other section of the split edges contained a dull veneer, a finely granular texture, and an uneven surface. These characteristics are more indicative of a break in the catheter material. It appears that the catheter was inadvertently nicked with a sharp instrument. The split likely propagated to the entire circumference of the tubing with time. The IFU warns against sharp instrument damage. The IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the manufacturing process. A lot history review (lhr) of rewd0621 showed no other similar product complaint(s) from this lot number.